Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of bleeding could not be determined as insufficient clinical details were provided. Pump suction: overnight suction was present. After reviewing the logs, suction alarms along with a trend in purge and placement signal was observed. The cause of pump suction was most likely patient condition related per the review of logs. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The investigation for the reported major bleed and pump suction has been completed. Overnight suction was present. After reviewing the logs, suction alarms along with a trend in purge and placement signal was observed. The root cause of pump suction was most likely patient condition related per the review of logs. The root cause of bleeding could not be determined as insufficient clinical details were provided.

Event description:
The user facility reported that the decision for impella cp placement on a patient was due to hemodynamic instability and lethal arrhythmias. The cp was successfully inserted and started. During support it was reported of a small hematoma with notable bleeding around repositioning sheath. Manual pressure was applied. Patient was severely hypertensive in lab prior to leaving. Patient sedated on continuous propofol infusion and given one dose of versed. Sandbag applied above site to maintain manual pressure. Additionally, point-of-care ultrasound showed impella shallow, so was advanced. In addition to the patient receiving 250mls each albumin and lactated ringer's for suctioning and sequentially dropped to p4. The impella was successfully weaned and explanted. Patient survived

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: h6 health effect - clinical code e2343 and medical device problem code a24 were inadvertnaly omitted.